Event description:
It was reported the patient was recovering normally. There were no plans to re-implant. The patient did not have meningitis.

Event description:
It was reported there was no alleged product issue. The patient had frank purulence or drainage and incisional wound opening from their implantable neurostimulator (ins) pocket as well as pain, redness and swelling from the device pocket and lead tunneler site. The patient had an infection at their ins pocket. There was no culture taken but the patient had a white blood cell count taken and that was stated to have been elevated and the patient was recommended to go to the hospital. The patient was hospitalized on (B)(6) 2014 and put on antibiotics prior to the explant of the device on (B)(6) 2014. It was noted there was nothing wrong with the device itself. It was stated the infection was determined to be severe enough for complete removal of the implantable neurostimulator (ins) and lead. The patient¿s status was reported as alive with no injury. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va0a13n, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).